Manufacturer narrative:
File identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. There was no harm was reported. Therefore, root cause has not been determined yet. The suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. The customer has decided to retire the device. D4: device was manufactured in 1996 and was not subject to UDI requirements. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the respiratory therapist reported that 3100a driver stopped when flow was set to 10lpm. There was no patient harm reported.